Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-08019. During a clinic follow-up, episodes of noise resulting in oversensing were observed. It is unknown if the oversensing was due to the right atrial (ra) lead or the device. To resolve the event, the ra lead was capped and the device was replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of sensing anomaly was not confirmed. The pacemaker was received in normal working conditions with the battery voltage above the elective replacement level. Electrical and mechanical analysis was performed, including sensitivity and saline tests under field settings, which indicated normal device functionality. A longevity assessment was also performed, and the device was in the normal range of operation with an appropriate remaining longevity.